Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized with a blood glucose (bg) level displayed as "high" and diabetic ketoacidosis identified as dangerous by healthcare provider. Specific bg value was not provided. The cause was unknown. The customer delivered a correction bolus prior to going to the ER in an attempt to treat bg. Customer was treated with intravenous fluids of saline, insulin and glucose while hospitalized. Customer was discharged on (B)(6) 2024 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.